Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the surgeon hit the common iliac artery with the blade of the 512sd after he experienced tenting of peritoneum during the second puncture. Due to bad bleeding (3000cc), the operation was converted to an open procedure. "The surgeon is not sure if the safety shield activated properly." Pt was a 78 yr old male. Pt i.d. Was unknown.

Manufacturer narrative:
Results of evaluation: conclusion: based on the functionality testing, the instrument was found to function as intended. The instrument was cycled repeatedly and the safety shield activated properly each time.